Event description:
The customer observed architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) generated intermittently and for multiple assays. The customer performed routine troubleshooting and in the customer's opinion, the issue occurred following a change in trigger, pre-trigger and reaction vessels (rv). The customer performed an optics background check which passed testing. When the customer changed to rv lot 69206p100, the customer observed more occurrences of error 1007. The analyzer optics were cleaned, and the qc were within specifications. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
While attempting to complete a firmware upgrade to the pt's ipg, an error code was observed. The bsn rep attempted to resolve the issue through multiple troubleshooting attempts, but was unsuccessful. The error code was indicative of firmware corruption; however, no decision was made to replace the ipg as current program settings were providing the pt with adequate coverage in the pain areas.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.